Event description:
The customer's mother reported that they placed the pod on her son at 10:07 am. His blood glucose was 290 mg/dl at 11:24 am and his lunch contained about 32 grams of carbohydrate, so he was given a 1.25 unit bolus. At 12:30 pm it was 329 mg/dl which was corrected with a 1.3 unit bolus. At 2:00 pm his bg was 396 mg/dl and he was having about 30 grams of carbohydrates. He was given 2 units by manual injection and 2.15 units with the device. When the device was removed, the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider."